Event description:
A malfunction alarm, specifically alarm 20, was reported by the customer during insulin pumping. There was no reported impact to the customer¿s blood glucose level as the customer declined to disclose specific values. Tandem technical support assisted the customer in attempting to load a new cartridge, but the issue persisted, and the customer was unable to resume insulin therapy. Consequently, the decision was made to replace the pump, and the customer will use multiple daily injections (mdi) as backup therapy. Instructions were provided for returning the faulty pump, and arrangements were made for its replacement.